Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the jaws of the forceps were opened, a pullwire on the forceps broke. The forceps were unable to be closed and extracted through the working channel of the colonoscope, so the scope and the forceps were removed from the patient as a unit. Outside of the patient, the catheter of the forceps was cut to remove the forceps from the colonoscope. No part of the device detached into the patient. It is not known if biopsies were taken prior to the failure, and it could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that the pull wire was broken. Device evaluation found the clevis arms bent, which could interfere with device withdrawal from the scope and proper jaw movement. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the jaws of the forceps were opened, a pullwire on the forceps broke. The forceps were unable to be closed and extracted through the working channel of the colonoscope, so the scope and the forceps were removed from the patient as a unit. Outside of the patient, the catheter of the forceps was cut to remove the forceps from the colonoscope. No part of the device detached into the patient. It is not known if biopsies were taken prior to the failure, and it could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).